Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/ influenza a/b assay. A customer from (B)(6) alleges discrepant results for three patient samples generated on the cobas liat system (B)(4). The customer reported three patients¿ tested with the cobas® sars-cov-2/ influenza a/b assay on the cobas liat system (B)(4) that generated positive sars-cov2, negative influenza a and negative influenza b results for all three patients. The three patients¿ samples (same samples) were retested on a different platform the bdmax that generated negative sars-cov2, negative influenza a and negative influenza b results for all three patients. The initial results were released and no harm was alleged. 3 mdrs will be filed one for each of the samples results identified. All patient samples were collected using nasopharyngeal swabs and vacuette® 3 ml virus stabilization tube, from greiner bio-one. According to the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was performed which did not identify any product issue. All 3 samples have cts above the limit of detection (lod), however, samples for patients 1 and 2 l are approaching the lod and have weak amplification. Patient 3 has an earlier CT and stronger amplification. Amplification curves for all 3 samples are consistent with true amplification. It is likely the discrepancy is due to different sensitivities between the two technologies.